Manufacturer narrative:
(B)(4). A review of the device history records was performed with no malfunctions or failures noted that could have caused or contributed to the reported event. As the device was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced shortness of breath and pericardial effusion (fluid around the heart) coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day as the onset of the reported events. The cause of shortness of breath and pericardial effusion was unknown. The treatment for the pericardial effusion was pericardiocentesis and a change in the pd therapy settings (2.3l fill volume for six exchanged while in the hospital). The patient was hospitalized for six days prior to being discharged. At the time of this report, the patient was fully recovered from shortness of breath and was recovering from pericardial effusion. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.